Event description:
It was reported that the patient presented for routine follow up. The atrial lead exhibited noise. The device was reprogrammed and the patient would be monitored with routine follow up schedule.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.